Event description:
Subject ID: (B)(6). Study no: (B)(4). Clinical adverse event received for anterior knee pain. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).